Event description:
Boston scientific received information that red alert was detected through the remote monitoring system for this patient's implantable cardioverter defibrillator (ICD). This ICD device therapy was turned off. This device was programmed to monitor only. Attempts to obtain additional information were unsuccessful. This ICD remains in service. No adverse patient effects were reported.

Event description:
Subsequently, boston scientific received information in (B)(6) 2013 from the clinic that this patient had died in (b)(60 2013. There were no allegation of device malfunction or that the use of the device caused or contributed to the patient's death. The clinic's arrhythmia nurse was contacted who confirmed that in early-july 2013, the device's tachycardia mode was deactivated per physician order (admitted for hospice care). To date, the device has not been returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.